Event description:
A customer reported ruptured capsules. A completed questionaire was received reporting that the surgeon had recently seen more tears occurring than he had in previous months. The questionaire indicated that vitrectomies were done to treat the events. No additional info or pt identifiers were provided. This is the first of two reports being submitted for this facility.

Manufacturer narrative:
The company rep examined the system and no problem was found. The system was then tested and met all product specifications. No sample was returned for eval and no additional info was provided relating to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unk at this time. (B)(4).